Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified left circumflex (lcx) artery. A 2.00mm x 15mm emerge¿ balloon catheter was advanced for dilatation. However, the balloon ruptured upon dilatation. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with blood in the balloon. The tip, balloon, markerbands, hypotube, inner and outer shafts were microscopically and tactile examined. Inspection revealed numerous kinks in the hypotube, with inner shaft damage (buckling) for 8mm inside of the balloon, and a pinhole 2 mm proximal of the proximal markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified left circumflex (lcx) artery. A 2.00mm x 15mm emerge¿ balloon catheter was advanced for dilatation. However, the balloon ruptured upon dilatation. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.